Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasions were noted at 8.2-8.3cm, 17.1-17.2cm, and 17.2-17.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 10.3-15.8cm and 11.5-13.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the patient presented to hospital for an unrelated procedure. Intermittent pacing output due to oversensing of noise was observed. Diagnostic imaging performed on the rv lead revealed externalized conductors. The lead was explanted and replaced. There were no patient complications from the procedure.